Event description:
Per the physiotherapist at (B)(6) rehab he claims that had two patients that received burns from this unit. The alleged burns were quarter sized. One patient had multiple burns and the other patient had only a single burn. Both burns blistered, broke and pussed - requiring extra medical attention.

Manufacturer narrative:
Per mr. (B)(6), the physiotherapist that conducted the treatment on both patients, the blisters have already healed from both patients and no one is seeking litigation from either incident. On (B)(6)2010 - per mettler service technician - encoder to ch. 1 was replaced because the intensity would not go up. This could not have caused burning to patients. Technician is burning unit in and will retest again.